Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 45 mg/dl at the time of incident and current blood glucose level is 292 mg/dl. The customer treated their low blood glucose with cereal. It also stated that while taking bolus customer's blood glucose level was went over 250mg/dl and in the morning blood glucose was 248 mg/dl. Yesterday blood glucose of customer was started running high that was 252 mg/dl. It was also reported that the on sunday customer's blood glucose was 130 mg/dl and then 45 mg/dl. The customer declined troubleshoot for high and low blood glucose level. The customer was advised to discontinue the use of insulin pump. The insulin pump will not be returned for analysis.